Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that the movement of the instrument was reversed. The tse reviewed the error logs but did not find any error. The tse explained that the issue could be due to the guided tool change. The tse advised to release the guide tool change from the camera arm to resolve the issue. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The reversed movement of the instrument was due to reversed orientation of the endoscope image. Before following the tse¿s troubleshooting advice, the surgeon elected to switch to another surgeon side console (ssc) to complete the procedure. The issue did not cause any adverse effect to the patient¿s tissue. There was no unexpected bleeding. The instrument and the endoscope will not be returned.

Manufacturer narrative:
The reported issue was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse confirmed no related system error fault upon reviewing the error logs. The tse advised to troubleshoot by releasing the guide tool change from the camera arm to resolve the issue. No site visit was conducted. The system was confirmed to be working properly, and no additional action was required. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). The logs were reviewed/analyzed as part of the isi tse's investigation no image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: report is ambiguous. It was alleged that the orientation of the endoscope image was reversed and it prompted the user to switch to another surgeon console. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.